Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of the first proglide device were successfully pre-placed. Reportedly, a cuff miss [suture retrieval issue] occurred, with the second proglide device. The sutures of a third proglide device were successfully pre-placed. The sheath was upsized to a 16fr sheath and the tavr procedure was completed. When advancing the knot of the third proglide device, the suture would not tighten down completely. A fourth proglide device was used; however, hemostasis was partially achieved with the first and fourth proglide device and a hematoma developed. Manual arterial compression was applied to treat the hematoma and achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The patient effect of hematoma is listed in the proglide instructions for use as potential adverse event associated with use of the suture mediated closure devices. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The additional two proglide devices referenced in are filed under separate medwatch report numbers.